Event description:
It was reported the device had a possible reset, but there was no reset notice and the device was in pacing mode dddr 65. Device diagnostic data was reviewed, but much of it had been cleared and was not available so it could not be confirmed if or when a reset had occurred. It was noted that the device had triggered elective replacement indicator (eri). The device remains in use. Also, trend data showed that there was a follow up check after the device triggered eri and that settings may have been changed, but follow up was unable to obtain any records from the device check. No patient complications have been reported as a result of this event.

Event description:
It was reported the device had a possible reset but there was no reset notice and the device was in pacing mode dddr 65. Device diagnostic data was reviewed, but much of it had been cleared and was not available so it could not be confirmed if or when a reset had occurred. It was noted that the device had triggered elective replacement indicator. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.